Event description:
Our sales rep. Forwarded a fax from the nurse, surgery assistant to the surgeon in the (B)(6). In this fax, she reported that the surgeon was performing a surgery. She mentioned that she noticed during the surgery procedure that the thread head of the screw driver broke off. According to her information, the surgery was completed successfully without any impairment of the patient and without any prolongation of the surgery procedure.

Manufacturer narrative:
Investigation is in process, but not yet complete.